Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call damage on the insulin pump and keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer advised the buttons are unresponsive when pressed. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack that went across the insulin pump where the reservoir is located. Customer advised the damage occurred when the insulin pump was most likely dropped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.